Event description:
I was a-fibbing the other day. She made an adjustment and said I would get a shock. I got a shock 2 days later which was yesterday morning. Yesterday I was sick all day. Didn't know what was the matter with me. This morning I get up and move and pt heard the high-low tone. I can't get the office to answer today. They think I'm playing around." Discussed patient alert tone and encouraged pt to circle back with mo to notify and address any potential concern. Active devices in secure notes as service now didn't include all. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)